Event description:
It was reported that the patient experienced a perforation from this right ventricular (rv) lead confirmed during x-ray examination. This lead exhibited noise, loss of capture and under sensing. The physician decided to reposition the lead. This lead remains in service. No additional adverse patient effects were reported.